Event description:
On (B)(6) 2011 pt had surgery by dr (B)(6) to have a bladder sling implanted for urinary stress incontinence. About 9 months later, pt began experiencing excruciating pain, hematuria, nausea, and reoccurring urinary incontinence. Pt's husband states that the surgeon that performed the surgery never explained to them the "pro's and cons" of having the surgery, did not do an y pre-op diagnostic testing, and never offered his wife any alternative treatment options or medications. Pt's husband states that if he and his wife would have known about the complications with the bladder sling that they would not have chosen to have the surgery. On (B)(6) 2013, pt with the help of her husband's cardiology nurse, pt found a urologist at (B)(6) hosp who performed a urodynamic study and a cystoscopy on the patient for diagnostic purposes. (Pt's husband states that these tests were not done by dr (B)(6) who performed the bladder sling procedure and wants to know why.) Test revealed bladder spasms and urinary incontinence. The pt is now implanted with the interstim device (bladder sling still implanted), with that and medication changes patient is doing much better. Pt's husband also stated that according to info on the FDA website, warnings of caution was issued in regards to the use of bladder sling products in 2008/2011 and is it required for physicians to know and share this info with their patients?

Event description:
Add'l info received on 03/04/2014: patient and her husband called to give add'l concerns regarding the lynx suprapubic mid-urethral system which is still implanted. They both state that since the implant of the bladder sling that the patient has had shingles (1 week after implant). Decreased libido, numbness in her vaginal area and severe pain during intercourse. Both the patient and her husband states that she feels "less of a woman" since experiencing these symptoms and implantation of the bladder sling. Both patient and her husband wants more info on the recalls, warnings and regulation guideline of the lynx suprapubic mid-urethral system.